Event description:
Our ref: 2006 0209/5/1 - shs ref def/2/1889. Alleged overinfusion of ketamine. No reported pt injury or medical intervention. Pump syringe detector indicated that a 20ml syringe had been loaded when in fact the loaded syringe was a 50ml. Pump alleged to have switched over to a 20ml syringe whilst infusing.

Manufacturer narrative:
As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports. (Other) device eval in progress - initial observations are that user should confirm syringe size before infusion. Initial tests at smiths medical have confirmed alleged fault but pump reported 'syringe tampering' audible and visual alarm device under investigation and final report expected within 30 days.